Event description:
It was reported that this inflatable penile prosthesis (ipp) lost functional efficacy and had inadequate performance. During a clinic office visit non-invasive troubleshooting was attempted including manual manipulation of the pump with no success. A surgical procedure was performed during which the device was explanted and replaced. No additional information was provided.